Event description:
The pt was in the supine position. The skull pins were positioned and applied to head per surgeon. While holding head with points to attach mayfield is when the points didn't hold and ripped scalp. Approx a 1" scalp laceration reported.